Event description:
It was reported that the system 9600 had poor image quality and that intermittently during fluro, the monitor would go black. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.